Event description:
The patient was taken into the or to have pocket site cleaned due to infection.

Manufacturer narrative:
Device remains implanted in the patient. No product will be returned for evaluation.